Event description:
The pump was returned for investigation. Investigation revealed a display failure, a keypad button response issue with evidence of contamination, and damage to the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The ok keypad button was intermittently unresponsive; evidence of contamination was found under all key contacts. The battery compartment was cracked. Unrelated to these issues, the pump had peeling/chipped/scratched paint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).